Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data that the cause for the falsely depressed troponin I result was insufficient sample. The instrument is performing within specifications.

Event description:
A falsely depressed troponin I result of 0.01 ng/ml was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a result of 0.92/0.89 ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely depressed troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely depressed troponin I was insufficient sample.